Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed flow testing by (B)(4)%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was received with no physical damage found. There was no issue found with the delivery settings in the event log. Accuracy test was performed and the reported concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more nominal of a range. There was no problem found with the returned pump.

Event description:
Additional information was received that the pump failed flow test while being tested. There was no patient involvement.